Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found.

Event description:
It was reported that pre-operative, the cardiac resynchronization therapy defibrillator (crt-d) displayed a grey longevity estimator. Three days later, the device was re-interrogated but still displayed a grey bar. The device was not used. There was no patient involvement.